Event description:
It was reported to medtronic neurosurgery that a patient underwent a spinal fusion surgery on (B)(6) 2009. According to the report, multiple products including durepair were used during the surgery. Reportedly, sometime postoperatively, the patient developed unspecified injuries.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.